Event description:
It was reported through remote transmission that high voltage lead impedance was observed on the right ventricular lead. The patient¿s pocket was reviewed, as it was suspected to be the cause of the high impedance, but the conclusion was not provided. Programming changes were made. Patient is in stable condition.